Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. One part# 314.05, lot# a4gk110, cannulated 4.0mm hexagonal screwdriver was returned with the missing device tip. This complaint is confirmed. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already cracked at the tip. The 314.05 cannulated 4.0mm hexagonal screwdriver is a reusable instrument available for use in several systems and is used for insertion and removal of screws with a 4.0mm hexagonal screw head drive recess. The cannulation allows for precise screw trajectory via guide wire. The device was received with the cannulated hexagonal tip broken and missing. Per the relevant drawing, tip portion of approximately 6.0mm length is missing from the device. The broken fragment was not returned with the complaint. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The diameter of the cannulation could not be accurately measured due to missing tip. Diameter of the shaft portion that immediately follows the broken tip was measured to be within specification at 5.65mm (spec: 5.7mm +0/-0.1) it was also observed that changes were made regarding device material to address the complaint issue. The change increased the yield torque of the device. Handle of the device shows wear that is in line with approximately 19 years of usage. Although a definitive root cause could not be determined, it is likely that cumulative wear due to 19 years of consistent use followed by possible usage with excessive or off-axis force during surgery has led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 314.05, lot# a4gk110. Manufacturing location: (B)(4), release to warehouse date: sep 26, 1997. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient underwent initial implant surgery on (B)(6) 2017 for treatment of a pelvic fracture. During the surgery, as the surgeon was performing the final tightening on one of the 7.3 cannulated screws the hexagonal screwdriver tip broke off into the proximal head portion of the screw. Another screwdriver was available in the operating room to complete the surgery. The tip portion of the screwdriver was removed from the screw head and disposed of by the hospital. Patient was implanted with one (1) 4-hole pubic symphysis plate and two (2) 7.3mm cannulated screws. Additional x-rays were taken. Surgery was completed successfully with no time delay. Patient was reported in stable condition. Concomitant device reported: 7.3 cannulated screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).